Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated but the polytetrafluoroethylene (ptfe) is still holding the two ends together. Both ends of the separated distal shaft appears to have been pinched by something causing it to be damaged. The hypotube is kinked 113.5cm from the handle. Microscopic inspection revealed that the tip is slightly flattened and is no longer circular in appearance. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the device was fractured. The stenosed target lesion was located in a calcified right coronary artery. A 145 guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the joint part was fractured and the device broke into two pieces. The issue was noted outside patient and that the device was completely removed from the patient's body. The procedure was completed with another of the same device. No complications reported and patient is stable.

Event description:
It was reported that the device was fractured. The stenosed target lesion was located in a calcified right coronary artery. A 145 guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the joint part was fractured and the device broke into two pieces. The issue was noted outside patient and that the device was completely removed from the patient's body. The procedure was completed with another of the same device. No complications reported and patient is stable.